Manufacturer narrative:
H6: a review of the manufacturing records met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment for a thoracic aortic dissection using cook zenith dissection endovascular stent (zenith), gore excluder aaa endoprostheses, and a cook coda balloon catheter (coda) as an accessory. A non-gore stent graft (zenith) was deployed from the aortic root to the brachiocephalic artery. Subsequently, the contralateral leg was placed as a chimney graft to the brachiocephalic artery. During deployment, the contralateral leg migrated toward the proximal side. A non-gore balloon (coda) was inflated to adjust the position, followed by the additional placement of one more contralateral leg. Balloon dilation was then repeated to enhance apposition at the junction. Following balloon dilation, the patient developed cardiac arrest, and intraoperative death was confirmed. The direct cause of the cardiac arrest and subsequent death has not been identified, and no findings suggestive of vascular injury due to balloon dilation were observed.